Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip that is difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in an unknown anatomy during an unknown procedure performed on august 17, 2023. During procedure, the clip was difficult to release the clip from the catheter. However, after several attempts, eventually the clip was able to release. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.